Manufacturer narrative:
(B)(4). It was received for analysis an empty opened labeled winding former and a needle-suture of product code sxpp1a301. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿during an unknown chest surgery, the fixation tab of the stratafix was broken during use¿.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown chest procedure on (B)(6) 2019 and barbed suture was used. The fixation tab of the suture was broken during use. The operation time was extended within 30 minutes. Further details are not provided. There were no adverse consequences to the patient.